Event description:
The patient reported that when using a cell phone, the patient started feeling dizzy with a racing heart. The patient believed that someone on the phone read the device "online and could be messing with it." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, it could not be determined if this device performed as described in the field action. Concomitant medical products: 5554-53 implantable pacing lead, (B)(6) 2002. (B)(4).